Event description:
It was reported that the patient received an alert for lead noise. Stored electrocardiogram revealed, the atrial lead exhibited noise. The lead was deactivated. The patient was in good condition.